Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's machine flow sensor was replaced and fi02 wire connectors was reseated to address the issues. In addition of the above evaluation, the muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board was replaced as a precaution due to mild contamination, the software was uploaded, and the blower motor was calibrated. Which was not related to the malfunction/issue.